Event description:
The customer reported that the system would not complete boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the foot pedal. The system operates as intended.